Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly that happened during normal use. The customer's blood glucose level was 7.4 mmol/l. The customer cleaned the battery cap but the alarm still occurred. The customer was advised that the insulin pump would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.